Event description:
The manufacturer became aware of an allegation from a user of a wisp mask with magnets in the headgear which caused her tooth implant to become loose. The implanted tooth was removed and replaced with another implant. The user states she has used this type of mask for years. No product will be returning for investigation. This will be an initial -final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.